Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a patient pump, stirrer motor and distribution board. The affected components were replaced in order to fix the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that heater-cooler system 3t displayed error message ee21: patient circuit pump uses too much power. The event occurred during maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.11: device service history review was performed and revealed that the unit was installed in 2020 and no similar events have occurred since. Considering the collected elements, it is reasonable to trace the root cause of the ee21 error code back to patient pump 2 and stirrer motor stuck or no longer moving freely and to a faulty distribution board. Indeed, it cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, such as water infiltration, humidity, condensation, high temperatures and action of disinfectants used during frequent cleaning activity, the pumps were no longer rotating freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damage to the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.